Event description:
It was reported that the device had displayed error code 120.4630. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
It was determined through investigation of the returned device that the initially reported suspect device reported under manufacturer report number 2016493-2024-28840 does not have a reportable malfunction that would likely cause or contribute to an adverse event if it is to recur.

Event description:
It was reported that the device had displayed error code 120.4630. There was no patient involvement.